Event description:
It was reported that a user experienced a dexcom g7 bluetooth interruption and subsequently had a low glucose episode after issuing three dinner announcements on the ilet to correct a rising glucose, followed by rebound hyperglycemia after consuming an excessive amount of sweets to treat the low; the user later reported stabilization. Symptoms included hypoglycemia with a reported nadir of 39 mg/dl lasting about 30 minutes without loss of consciousness, and later hyperglycemia described as ¿high¿ with several hours above range accompanied by frequent urination. Outcomes included self-treatment with oral carbohydrates, user-initiated correction dosing, and no need for medical assistance or professional intervention. Investigation included review of device data and user report, counseling on proper use of meal announcements and allowing the ilet algorithm to manage glucose, and assessment of sensor communication history. Investigation of this case revealed user technique and off-label use of meal announcements for correction likely contributed to the hypoglycemia, with subsequent overcorrection by oral intake contributing to the hyperglycemia; the pump hardware and infusion set were not implicated. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with user technique and use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.